Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prostate procedure, "nacl (sodium chloride) flowed at the end of the fiber in addition to the normal orifice. Fiber became defective at 39000 joules with laser beam appearing at the end of fiber" was noted. Additional information notes that 5:53 minutes were expended and 89,340 joules were used. The fiber tip (cap) was not cleaned during procedure. No information was provided regarding how the procedure was completed. No patient or user injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.